Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from the olympus (B)(4) such as the pictures, and similar past cases, there was the possibility that this phenomenon was attributed to the physical stress being applied to the distal end by the user handling. Also, based upon the pictures from olympus (B)(4), it was considered that the glue between the bending section and the distal end cap had been applied adequately, therefore omsc concluded that this phenomenon was not attributed to the manufacturing issue such as insufficient glue. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the distal end cap and the bending section rubber had come off. There was no report of patient injury associated with the event.